Event description:
MFR rec'd a report of oxygen tubing being improperly connected to the humidifier bottle and resulting in water being delivered to the pt through the cannula. The pt was treated for fluid in the lungs. Connection of this tubing is not done by the MFR. When connected as instructed, the device functioned properly and returned to svc.